Event description:
A suregeon reported that one week following a glaucoma filtration device procedure, the shunt was watching the iris. The surgeon also reported postoperative hypotony. The device remains implanted in the patient's eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned. The device remains implanted, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturers release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no similar complaints reported in the lot number. Additional information has been requested. (B)(4).